Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient had inaccurate cgm values six days after the sensor was inserted in the abdomen. The patient was at work, and he was self-treated with an insulin bolus based on the cgm readings, (without a bg finger stick). Thirty minutes later he lost consciousness. The patient¿s employees called emergency medical service (ems) and an ambulance transported him to the emergency room (ER). The patient regained consciousness at some point in the ER, but he remembered few details about the event. He was treated with 3 bags of IV d10 (dextrose 10%). Three hours later his bg had stabilized, and he was discharged. At the time of the report the patient was feeling fine. There was no bg nor cgm values reported during the entire event. No data was provided for evaluation. There were no reported glucose values available to search within the parkes error grid calculator. Product was provided for investigation. The product was not evaluated because the sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined. No additional patient or event information is available. No additional patient or event information is available.